Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer insulin pump had a display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump had partial display on the screen. The customer stated that the screen on pump was only showing half of the words on the screen. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.